Event description:
The customer contacted stryker to report that their device was non-functional and would not operate when the device was received. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to an inoperative crystal, designator y2 on the power pcba. The customer was sent a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was non-functional and would not operate when the device was received. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.